Manufacturer narrative:
Further information was requested but is unavailable at this time.

Event description:
It was reported that unacceptable capture thresholds were observed on the right ventricular (rv) lead.